Manufacturer narrative:
Initial.

Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) sensor and observed the sensor warm-up on the dexcom app while the ilet did not display a warm-up or pair with the sensor, indicating a cgm pairing failure limited to the ilet. No adverse clinical symptoms reported. Outcomes included no impact beyond temporary loss of cgm data to the ilet. User support included customer support troubleshooting and education, including re-entry of the g7 pairing code after toggling settings. Investigation of this case revealed a suspected communication or pairing issue between the ilet and the dexcom g7 during sensor warm-up, consistent with known pairing synchronization issues, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was likely user-device communication synchronization during sensor initialization.